Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The 5.5x100mm 6f 80cm supera stent system was advanced to the lesion. After stent deployment, stent separation from the delivery system was noted, so removal of the stent delivery system was initiated; however, it was noted that the stent was still attached to the tip of the delivery system and became stuck in the 6f sheath. The patient was taken surgery for removal of the devices and the sheath with the stent was removed by the vascular surgeon. Two supera stents were implanted overlapping. The patient had a positive outcome. There was no adverse patient sequela, no additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device-the stent was returned deployed. The device had noted damage: sheath was smashed in multiple locations, and the inner member was kinked/smashed/wrinkled. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interactions with the anatomy resulted in the ratchet being unable to properly engage and fully release the stent from the delivery system; thus resulting in reported activation failure/ deployment failure. During removal, interactions with the 6f sheath in conjunction with the noted biological materials on the stent resulted in the reported difficult to remove. Interactions/manipulation of the device resulted in the noted device damages (multiple smashed sheath, kinked/smashed/wrinkled inner member). The treatment appears to be related to the operational context of the procedure and reportedly the patient was taken surgery for removal of the devices and the sheath with the stent by the vascular surgeon.